Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test due to constant motor error alarms. The insulin pump had cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a motor error alarm during the rewind process. Customer stated there were other motor error alarms in the alarm history. Customer's blood glucose was normal and did not require medical attention. The customer agreed to return the insulin pump for analysis.